Event description:
Same case as MFR report# 6000118-2007-0007 and 6000130-2007-00025. It was reported that during an unspecified procedure, a dissection occurred. The lesion being treated was located in the 99% stenosed and "rock hard" left anterior descending (lad) coronary artery. The physician advanced another MFR's guide wire through the lad with great difficulty, then tried to buddy wire with the rotawire floppy guide wire, however, he was unable to advance. The physician then removed the other MFR's guide wire and wired the lesion with the rotawire floppy guide wire with the assistance of a 1.5 maverick balloon catheter. The 1.5 rotalink plus burr was advanced just outside the lm. A loop in the rotawire floppy guide had formed very near if not in the occluded area. A dissection was noted in the lad. The physician was going to remove the burr; however, he was unsuccessful in engaging the dynaglide mode. The physician manually pulled the devices out and the pt went to surgery for repair of the lad. At the time of this report, the pt was off of the vent and in the ICU. Add'l info regarding this procedure was requested, however, no add'l info is available.

Manufacturer narrative:
As this device was disposed, an analysis could not be performed. The complaint source confirmed that the product had been disposed and no analysis was possible. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The root cause of the difficulties experienced during the procedure could not be determined.